Event description:
It was reported that during a prophylactic replacement of the lead, a pericardial effusion occurred. The replacement procedure was stopped and postponed. The lead was explanted and will later be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The distal and defib conductors were distorted. Blood/body fluid was found on the outer tubing overlay, which was melted and exhibited cosmetic environmental stress cracking. The outer tubing and the inner insulation were kinked/buckled, and the outer insulation exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism, and tissue was found on the helix. The lead exhibited apparent explant damage. The analyst noted that the lead was returned with the helix fully retracted, with blood and tissue on it. The distal conductor was distorted in the connector.